Event description:
It was reported to philips that the azurion system had a boot up issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows xray pc boot up issue. Fse found that the system wouldn¿t restart. The philips engineer reloaded the software to the suit pc, installed system configuration backup and epx database backup. After which, the system was the system was returned to use in good working order. The codes were updated based on the investigation outcome.